Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that poor actuation of the probe occurred during an eye surgery. It is unknown if the probe was cutting and aspirating at the time of the event. The product was replaced and the procedure was completed without harm to the patient. Additional information and product sample were requested.

Manufacturer narrative:
A probe sample was received for evaluation. The final product lot was identified. A device history record review for the lot was conducted. The product was released based on the product¿s acceptance criteria. The probe was visually examined using 25x magnification and it was determined to be visually nonconforming due to the needle being completely broken off at the stiffener. The sample could not be functionally tested due to the needle being broken off. The probe was returned with no needle as it had been broken off. Therefore no functional testing could be performed to determine the reason for the poor actuation. If the needle had been bent before being broken off, this could have caused the probe to actuate poorly. (B)(4).